Manufacturer narrative:
The calibration results did not indicate an issue. The qc results were within ranges but with a high variety. For the reprocessing of the samples, the customer prepared another pre-treatment tube. The customer performs the process in a hitachi cup. The customer does not use 13 mm tube adapters. The field service representative (fsr) noted that there was inadequate mixer agitation and foaming on the surface. The cells were then changed and the mixer was aligned. The investigation determined that the issue was caused by the instrument mixer which was not adjusted. A general reagent problem can be excluded because the provided quality validation data is within expectations. The product is within specification.

Event description:
The initial reporter received questionable elecsys tacrolimus results for several patient samples tested on the cobas e411 immunoassay analyzer. The reporter observed variations in patient results when the reagent kit is about to end. The reporter used a new kit for the rerun and obtained a different result. The reporter was able to provide an example of a questionable result: the initial result was not reported outside of the laboratory. Sample (B)(6) had an initial result of 6.36 ng/ml with a repeat result of 3.75 ng/ml. The reagent lot number is 54169701 with an expiration date of 31-mar-2023.